Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer patient. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a basic evaluation trial patient on day 4. It was reported that the patient felt she might have pulled the lead a bit. There was a small amount of blood in the back. It was also reported that the controller was not functioning. The patient had been speaking to a manufacturing representative (rep) about the issue. A doctor's appointment was scheduled for monday. The rep later reported that he did not know the serial number of the external neurostimulator (ens) or the remote, as the remote was left at the physician's office. It was a temporary lead but the rep did not have record of the serial number. No other symptoms were recorded. No troubleshooting was performed since the lead moved away from the nerve and the remote would not stimulate based on impedance readings it was measuring. The patient was told to turn therapy off and see the doctor to remove the temporary leads. The lead being pulled was due to normal body movements. It happened all the time with the leads. The cause of the controller not functioning was determined. It was not able to turn high enough for the patient to feel stimulation. The remote was working fine.